Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of failure to retrieve mitraclip nt system component, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. All available information was investigated, and the reported entrapment of device or device component appears to be due to the user technique/procedural circumstances. The foreign body in patient appears to be due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report entrapment of device, medical intervention, and foreign body. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became stuck in the chordae when attempting to position. Troubleshooting was performed, but the clip could not be freed. A decision was made to continue with clip deployment. The clip was deployed in the chordae, but was able to grasp both leaflets to reduce mr. The clip is stable on both leaflets. One clip is implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.